Event description:
It was reported that the patient had difficulty charging the ipg as it was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.